Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the company representative indicated the event took place during set up of a cataract extraction procedure.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 19, 2012. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that during set up of a procedure the system shut down. There was no patient involvement. The company representative stated that this was a faulty plug socket on the wall and nothing to do with the machine. Additional information has been requested and received.